Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contraction", baker grade unknown; "silicone in my lymph nodes".

Event description:
A patient reported that they experienced ¿capsular contraction," baker grade unknown, "silicone in my lymph nodes," and "my left implant has gone a funny shape." Patient additionally expressed concern with the product. Affected side is left. The device remains implanted.